Event description:
Event description guidant received information that during a coronary artery bypass surgery, a lead perforation of this pt's right ventricular was discovered. The tip of the lead was clipped, tied with suture, and pulled back through the ventricle. The remaining lead body was surgically abandoned. Later, the pt was transferred to the critical care unit and expired from multiple system failure.

Event description:
This pt, who had recently changed prescription medicine treatment, presented to the hospital with chest pain. During an invasive procedure, a lead perforation of this pt's right ventricle was discovered. The decision was made to leave the lead as it was found and the lead was not repositioned. The pt was transferred to the critical care unit and expired from multiple system failure.